Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump volume/vibrations were low. Tandem technical support confirmed pump volume was set to high; however, the sound was barely audible. There was no reported impact to blood glucose.